Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr=6.1, repeat inr=1.6. Therapeutic range: 2.5- 3.5. Time between tests: few minutes.

Manufacturer narrative:
Customer reporting being on antibiotics. Per user guide, "certain prescription drugs (e.g. Heparin-refer to the test strip package insert for more info) and over-the-counter medications (e.g., antibiotics) can affect the action of oral anticoagulants and the inr value." This could not be ruled out as a cause of unexpected inr results. Intratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 6.1; 2nd inr = 1.6, mean = 3.85, sd = 3.18, %cv = 82.65. Since %cv exceeds (B)(4), inratio meter results do not pass the criteria for precision. Further testing is required. Unable to perform retained strip tests due to unk strip lot number; not provided by customer. No further investigation is possible. Conclusions: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Root cause could not be determined from the info provided by the customer. Trend analysis is not required at this time - no strip lot info. No corrective action required at this time as no product deficiency was established.